Event description:
It was reported that during the implant, the physician had a lot of difficulty trying to extend the helix of the right atrial lead. The helix was rotated about 30 times and the helix would not extend. It was noted the physician has "lost faith" with the lead and is now very reluctant to use them. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.